Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler would drift down with weight on it and it could not be lowered completely. No pt involvement or adverse consequences are reported.